Event description:
User facility reported device was in use with pt for an unk amount o time when the device alarmed. The device displayed 48 degrees celsius. The device was stopped and the pt's skin was observed to be red. The following day the surgeon examined the pt's skin and the redness had subsided. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the eval once it is completed.